Event description:
It was reported that post cardiac cath and abdominal aortogram, a 6f sts angio-seal device was deployed in a hypertensive pt. The vessels were adequately sized and free of plaque. Following closure, the user attempted to dopple pulses unsuccessfully. A repeat angiogram demonstrated an occluded superficial femoral artery at or near the arteriotomy and some collateral filling into the distal extremity. A vascular surgeon was consulted and the pt was transferred to the or. The device was retrieved and sent to pathology. A thrombectomy was performed and the back wall puncture was repaired with a tissue graft. When deploying the anchor, a puncture in the posterior aspect of the vessel occurred and subsequently collagen was deployed in the vessel. The user is in the process of becoming certified in 6f sts angio-seal deployment.